Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.5/4.0/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to a low vault was observed, the lens was explanted on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
Additional information: d9: return date-04-jan-2024. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).